Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss; however, its source was not detailed. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No visual damage was noted and no leaks were identified. The pump did not pass the functional test. Both cylinders were visually inspected, and leak tested. Visual examination identified wear at a fold in the middle and proximal of their bodies. In addition, there were wears in both cylinders rear tips. Cylinder 1 and 2 passed the leakage test. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the reported clinical observation of fluid loss could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation. Updated b7: other relevant history.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss; however, its source was not detailed. All components were removed and replaced. There were no patient complications reported.